Manufacturer narrative:
(B)(4). Information unavailable.

Manufacturer narrative:
(B)(4). Results: video an intra operative video was received. Based on the video evidence that complication with the device was the result of crossing and existing staple line at an angle greater than 60 degrees creating a staple line cross hatch condition. This condition resulted in the tissue being plowed distally between the jaws, while being only partially cut and creating a log jam of malformed staples as the tissue moved forward.

Event description:
It was reported that during a sleeve procedure, at the fifth use of the device, it didn¿t cut the tissue correctly and so it caused the laceration at the superior part of stomach how if it does not cut (the device brings with it part of the tissue). Buttressing material was not used. The procedure was carried out with a new device and suture. The patient has been discharged with fistula.